Event description:
Needle pull off. Customer reports that needle prematurely released from the suture. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Examination of the returned open sample showed suture material remaining in the needle end. Examination of the suture ends showed that both ends were "clipped off", that is the force applied to swage the needle suture combination was such that the sutures were damaged. Samples of the returned product were tested for needle pull off and the results obtained were above the usp and ethicon requirements for sample average. One suture had a value which fell below the minimum individual requirement. An investigation was conducted. A batch history record review was conducted and revealed that the batch met requirements. An associate awareness session was conducted as corrective action.